Manufacturer narrative:
It was determined that the primary cause of this incident was a failure to sense the soft limit position as provided by magnetic hall-effect swithces; the magnet which provided this feedback was found to be missing. A secondary cause was the use of a ball screw that incorporated a split return tube. It was decided that a potential existed for ball screws with the split tubes to open and allow the head to drop without control when the ball bearings fell out if another double point failure were to occur. Records indicated that a possibility existed for a few split tubes to be on cameras. Customers were notified and an inspection was made on all of these cameras and those cameras found with a split tube were immediately replaced with the new style radius drive mechanism. Fx40 and fx80 cameras inspected - was inspected for split return tubes. As a result of this inspection for split tubes, the cameras had their drives upgraded at this time.